Event description:
It was reported that at the end of paraesophageal hernia robotic laparoscopic procedure, when the bipolar maryland forceps was attached to the sterile interface module (sim), the instrument was not recognized and did not show name or % life on arm display. There was a notification for expired instrument during the case. There was no impact to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the end of paraesophageal hernia robotic laparoscopic procedure, when the bipolar maryland forceps was attached to the sterile interface module (sim), the instrument was not recognized and did not show name or percent life on arm display. There was a notification for expired instrument during the case. There was no impact to the patient.

Manufacturer narrative:
Updated information: b5 (event description), d4 (serial number), d10 (concomitant product), h2.4 (device mfg date), h2.6 (annex b, c, d and g codes) device evaluation: medtronic led an evaluation of the associated device data logs for the reported sterile interface module. Evaluation of the device data logs indicate that the sterile interface module was connected to arm cart assembly 4. The logs didn't show any specific log signature that points towards connectivity issue. There was one instance where the bipolar maryland forceps was detected as not connected and then attached and then triggered error code 'instrument attached below port' and this happened twice. The logs are unable to confirm that this points to the connectivity issue because it could also have been from removing the instrument and reattaching it below the port. But, since connectivity issues were mentioned it could point to the sterile interface module's gold plating thickness being not that good to overcome instrument variability. Evaluation of the sterile interface module noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.